Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. An event history log (ehl) review was not performed due to the reported problem "no upstream occlusion" being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. Additionally, the issue was unable to be recreated during evaluation. Evaluation inspected the device, running the machine at 40 ml/hr while simulating upstream and downstream occlusions using hemostat. Evaluation observed the alarms to occur within the required time, and conducted an ultrasonic sensor review, finding the sensor to be out of specification as per swi 105 with a lower reading of 2,424. Evaluation determined that the ultrasonic sensor requires replacement to correct the issue after being unable to calibrate the sensor. The ultrasonic sensor was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a spectrum pump experienced no upstream occlusion alarm. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.